Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close. Block h11: investigation results: the returned coredx biopsy forceps was received for analysis. Visual examination revealed that the jacket had evidence of a mechanical cut. The links were detached. The pull wires were not broken. A function evaluation could not be performed due to the condition of the device. The reported event of jaws failure to open was confirmed. Based on the available information, the investigation findings were most likely generated due to device manipulation. During the procedure an excess of force could have been applied when inserting through another device or when interacting with the scope. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was attempted to be used in the pulmonary submucosal lymph nodes during an endoscopic ultrasound-guided lymph node biopsy procedure performed on (B)(6) 2024. During the procedure, the wire for opening and closing the cup was detached making it impossible to open and close. When the handle was operated, the wire tip would only protrude or retract. The procedure was not completed successfully.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was attempted to be used in the pulmonary submucosal lymph nodes during a endoscopic ultrasound-guided lymph node biopsy procedure performed on (B)(6) 2024. During the procedure, the wire for opening and closing the cup was detached making it impossible to open and close. When the handle was operated, the wire tip would only protrude or retract. The procedure was not completed successfully.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close.